Event description:
It was reported that the patient underwent an explant procedure due to experiencing inadequate stimulation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Block d6b: 2020.